Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella rp flex and impella cp (bipella) for mechanical circulatory support following mitral valve and tricuspid valve surgery. Due to the patient¿s severe pulmonary hypertension and poor right ventricular function, the decision was made to place the impella rp flex status post surgery. During chest closure, prior to impella rp flex implant, the patient¿s hemodynamics worsened and the decision was made to implant the impella cp after the impella rp flex was inserted and support initiated. The right internal jugular vein was accessed for the impella rp flex, and the impella rp flex was implanted without issues. The impella rp flex position was noted to be optimal when imaged with fluoroscopy, however it was noted that the placement signal of the impella rp flex was unreasonably high with a pulmonary artery catheter pressure higher than expected and pump flow was lower than expected for the p level of the pump. The placement signal issues did not resolve with adjusting the y-axis of the pump, and the medical team was advised by company support that there was a potential issue with the optical sensor which was causing an inaccurate flow calculation. The impella cp was placed in the right femoral artery without issue, and the patient was brought back to the intensive care unit for rest and recovery. The patient then received volume resuscitation, after which the placement signal and flows returned to normal and expected levels. It was advised to the medical team by company support that the optical sensor had likely been impeded by a vessel wall and correlated with hypovolemia. The following day, the patient was transferred to another hospital for advanced care. It was noted that the patient¿s right leg was cold, and pulses were unable to be found with doppler. A plan was made to obtain computed tomography of the head, chest, and pelvis and then take the patient to the operating room for a chest washout, right femoral artery cutdown, and remove both impella pumps. If needed, the patient would then be cannulated for extracorporeal membrane oxygenation (ECMO). After the chest washout was performed, the patient¿s hemodynamics improved, and it was determined the patient did not require ECMO after impella pumps were explanted. The impella cp was emergently removed due to critical limb ischemia. Ultimately, the patient required above the knee amputation of the right leg due to complications of the limb ischemia. After both the impella rp flex and the impella cp were explanted, it was decided that the patient did not need to be cannulated for ECMO as the patient was hemodynamically stable and heart function had recovered enough for the patient to be stabilized with pressors and intubation. This complaint involves two impella devices: pump 1: impella rp flex, with serial number (B)(6). Pump 2: impella cp with serial number (B)(6). This report specifically addresses impella cp. A separate report was be submitted for the impella rp flex. Refer to section h.10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿